Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The remote service engineer advised to replace the power switch overlay. Further information is pending.

Manufacturer narrative:
The remote service engineer advised the customer to replace the power switch overlay and provided the part identification number. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.